Event description:
It was reported there was a fatal error. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported there was a fatal error. It was also reported there was a broken disk drive. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, there was an error in the error log. It was also confirmed that the disk drive was broken, the floppy drive was unable to read a disk. It was also noted that the left and right display hinges were loose and the printer drawer was broken.